Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion # 1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 22.00 mm long with a reference vessel diameter of 3.00 mm. Target lesion # 1 was treated with pre- dilatation and placement of a 2.75 mm x 24 mm promus element¿ plus drug-eluting stent (des). Post dilatation was performed with the balloon of the stent delivery system (sds) however the balloon ruptured. Following post-dilatation residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the mid rca with 80% stenosis and was 36.00 mm long with a reference vessel diameter of 2.70 mm. Target lesion # 2 was treated with pre- dilatation and placement of a 2.50 mm x 38 mm promus element¿ plus drug-eluting stent. Post dilatation was performed following post-dilatation residual stenosis was 0%. Target lesion # 3 was a de novo lesion located in the distal rca with 90% stenosis and was 30.00 mm long with a reference vessel diameter of 2.50 mm. Target lesion # 3 was treated with pre- dilatation using a 2.25 x 20 mm apex balloon, however the balloon ruptured. Following placement of a 2.25 mm x 32 mm pe plus stent and post-dilatation, residual stenosis was 0%.the next day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, patient was hospitalized due to angina and cardiac catheterization was recommended. Coronary angiography revealed a 70% isr located at proximal rca and was treated with the placement of des with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.